Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer identifies error code 120.4500 on 8015 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer identifies error code 120.4500 on 8015 (s/n (B)(4)). Explain the problematic issue for the error code 120.4500 to customer. Suggested verification tasks associated with the voltage outputs. Customer to repair/replace the up power supply board assembly. Customer given part number for the up power supply board. Transfer customer to our com to assist with cost and ordering. End call. Ref: (B)(4).